Manufacturer narrative:
Product ID 355029, lot# n094910, implanted: 2007-(B)(6), product type accessory product ID 3708320, serial# (B)(4), implanted: 2007-(B)(6), product type extension product ID 3986a45, lot# n082967, implanted: 2007-(B)(6), product type lead product ID 3986a45, lot# n082967, implanted: 2007-(B)(6), (B)(4).

Event description:
It was reported that their device was put in and worked for ¿like 2 weeks and stopped working¿ and then ¿they had to do it again¿. The patient required hospitalization due to this event. Patient had a different doctor ¿do it and that time it took.¿